Event description:
The patient presented in the or for change out due to normal eri, and externalized conductors were observed via cine. The patient was asymptomatic, and no electrical anomalies were detected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.